Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Under warnings it states, "excessive, unusual and/or awkward movement and/or activity, trauma excessive weight and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear." Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03196, 03878 & 03879).

Event description:
It was reported that patient underwent a left hemi arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to periprosthetic fracture after a patient fall. During the procedure, the modular head, acetabular cup and femoral stem were removed and replaced and a cable system was utilized for the femoral fracture. It was further reported that another revision procedure was performed on (B)(6) 2015 due to dislocation; competitor product was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; initial reporter - unknown; PMA/510(k) number; manufacture date ¿ unknown.